Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation paroxysmal procedure, it was reported that there was noise on the body surface ECG's and ablation channels. Noise is present on ablation channels when radio frequency (rf) is applied. Troubleshooting was performed: replaced ablation cable, exited the study and resumed without resolution. An error 21 is being displayed, no point acquisition possible. The procedure was continued. On (B)(4), received additional information requested from bwi representative stating that the noise occur in both systems (carto and recording) at the same time. The physician was not able to interpret the signals. The ablation catheters were exchanged and improve the situation. The procedure was able to be completed with no patient consequence. Due to this additional information, this complaint became reportable.